Event description:
Customer's spouse reports he used his advantage system at 11:05 am with results of 'lo', re-tested at 11:06 am with results of 489 mg/dl, and third test at 11:11 am with result of 453 mg/dl. Customer usually adjusts his insulin dose based upon glucose results and carbohydrate consumption. No indication customer made any action or inaction based on results reported. No indication customer noted any hyper or hypoglycemia symptoms. The original location of the alleged event was not provided. A request was made for the return of the suspect device and replacement product was sent.